Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. During troubleshooting, alarm history showed a signal too low alarm as well. Insulin pump passed self-test. Customer's blood glucose was 250 mg/dl. Customer was advised that insulin pump was working as designed.